Event description:
Complainant alleged that during a routine shift check by a clinician the device did not power up. Complainant indicated that there were no patient involvement in the reported malfunction.